Manufacturer narrative:
Auris failure analysis (fa) engineering reviewed the complaint information provided and upon review of the complaint information it was confirmed that there was no allegation against the monarch system. Further investigation of the reported issue is not required.

Event description:
It was reported after the monarch bronchoscopy case was completed successfully patient experienced a pneumothorax same day. Chest tube is being emplaned to address pneumothorax. Physician does not attribute this event to monarch and considers it a normal risk of a plural target.